Manufacturer narrative:
Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised to lps poly bearing due to dislocation and broken screw. It was noted that during the revision surgery, the screw was not inserted to lps poly.

Manufacturer narrative:
(B)(4). Concomitant medical products - lcck femur size g, 6 stemmed tibia. (B)(4). Customer has indicated that product is not available to be returned. Our investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was revised due to dislocation of the screw from the knee implant after a knee arthroplasty. Attempts for additional information have been made and no more information is available at this time.